Event description:
It was reported to boston scientific corporation on june 10, 2021 that a flexiva tractip high power single use laser fiber was used in a procedure performed on (B)(6) 2021. The laser unit used was a holmium laser console. During the procedure, the laser fiber did not show a light. The physician noticed a small pop and a smell of fire after laser activation. The laser was turned off and the blast shield was checked and noted to be intact. The procedure was completed with another flexiva tractip high power single use laser fiber. Note: the flexiva tractip high power single-use laser fiber instructions for use (IFU) states "hold the fiber tip to a non-reflective surface, and ensure that a circular red spot appears. If the spot is weak or not visible, do not use and return the device to boston scientific for replacement." There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a050502 captures the reportable event of fiber misfire. Block h10: investigation results the returned flexiva tractip high power single-use laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The laser fiber body measured 316.2 cm from the distal tip to the proximal end of the sma connector. The exposed glass tip measured 3.5 mm and appeared in good condition. A functional evaluation revealed that the light from the sma connector was bright and round, indicating that there was no fracture within the connector. No other problems with the device were noted. The reported event of the flexiva tractip high power single-use laser fiber misfired was not confirmed and there were no defects that would contribute to the reported event. Based on all gathered information and the results of the product analysis, the most probable root cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 10, 2021 that a flexiva 200 tractip laser fiber was used in a procedure performed on (B)(6) 2021. The laser unit used was a holmium laser console. During the procedure, the laser fiber did not show a light. The physician noticed a small pop and a smell of fire after laser activation. The laser was turned off and the blast shield was checked and noted to be intact. The procedure was completed with another flexiva 200 tractip laser fiber. Note: the flexiva tractip high power single-use laser fiber instructions for use (IFU) states "hold the fiber tip to a non-reflective surface, and ensure that a circular red spot appears. If the spot is weak or not visible, do not use and return the device to boston scientific for replacement." There were no patient complications reported as a result of this event.